Manufacturer narrative:
Return requested. Replacement visualase 15w laser shipped to site 12/15/2016. Medtronic investigation of returned suspect visualase 15w laser finds that returned laser was found to be fully functional. The laser passed testing. The laser was allowed to run uninterrupted for over an hour, then passed the test again. At no time did the laser re-boot. No problem found. Device found to be fully functional and cleared for future use.

Event description:
A medtronic representative reported that while in a laser induced thermal therapy (litt) procedure, during the "burn" the laser generator beeped and then re-booted on its own. It was reported that the visualase thermal therapy system will burn for a little bit and then randomly re-boot. Noted was that the laser fiber was fully seated in the generator. The medtronic representative swapped out the generator with another one, allowing the surgeon to continue the procedure. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the thermal therapy system. Delay in therapy was less than one hour. There was no impact on patient outcome.